Event description:
I received the essure implant in (B)(4) of 2010. Since receiving it I have mild to moderate pain on my left lower abdomen, chronic fatigue and run fevers almost daily for no reason. I have also had several non healing abscesses and cysts on and around my groin and neck. I have been to the doctors several times without being able to find a cause for them. I also began seeing a dark almost black fluid coming from my nipples after implantation. I have been checked and rechecked three times by oncology and they can not find a reason it's happening either. I believe that I am suffering from a nickle allergy due to the essure device. No one informed me that it was made of (B)(4) when I received them. I believe this allergy is the cause of my symptoms and I believe I should have been informed before hand about what the essure coils were made of, I would have never consented had I known.